Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to (B)(6) for investigation as repairs were carried out locally. According to provided information, the upstream sensor was changed to solve the issue. Despite several requests for part return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation therefore the root cause of the reported issue could be linked to a defective upstream sensor but cannot be confirmed. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: device reading error 41 upstream sensor error when powered on. Confirmed good connection of the upstream sensor to cpu boardreplaced upstream sensor with new part, clearing the errorcompleted all calibrations and a full functional check. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.